Manufacturer narrative:
Field service engineer (fse) was dispatched to the site to investigate the event. The fse inspected the instrument and performed a lumwashson/inc procedure on the instrument and no errors were found. Preanalytical sample handling practices were reviewed. Although sample collection and handling to considered a likely contributing factor, a clear root cause has not been determined for this event. MDR# 2122870-2008-251 documents results for pt 1. This is 3 of 3 separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR numbers: MDR 2122870-2011-251, MDR 2122870-2011-05181; MDR 2122870-2011-05181 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for three pts. The pt sample were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.